Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer single piece lens but the lens became stuck in the cartridge. There was no pt contact or injury.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found the lens stuck in a cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusion: no conclusion can be drawn. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and foam tip plunger were not returned for evaluation.